Manufacturer narrative:
This report will be updated upon receipt of additional information.

Event description:
It was reported during ongoing use, during a recent follow-up, the device was showing one year remaining. At the last follow-up, last february, the remaining longevity was 6 years. The device was reprogrammed due to paroxysmal fibrillation, and the physician changed the programming to try and reduce battery consumption. No adverse effects to the patient were reported.